Event description:
The customer reported the insulin pump was no longer giving audible tones. The customer ran a self test and the insulin pump did not beep during the tone test. Nothing further reported.

Manufacturer narrative:
The insulin pump had no audio beep due to a broken tranducer wire.